Event description:
Pca pump was infusing on a patient. The patient was able to get the syringe out of the pump and bolus self. Biomed was able to duplicate the incident. Appears to be a lock malfunction. Biomed didn't have much more information: he believes the drug infusion was morphine in a 60cc syringe. The syringe and tubing were not saved. The patient is incarcerated. No patient injury. The pump was evaluated. No physical damage noted. All testing was within spec (door lock test, rate accuracy and pressure occlusion). Upon opening the device and examining the lock mechanism, it was found that one of the springs belonging to the rod case latch assembly was defective. The spring was found to be 3 coils shorter than normal causing the latch not to have sufficient force to hold the door closed, although it did have enough force to pass the door lock test. Corrective action is pending.